Manufacturer narrative:
D1 (brand name), d4 (serial) has been updated. E1 (zip code extension) has been added as this was omitted from the initial mw submitted. Ppae (thrombocytopenia/cardiac arrest): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information: the g3 (date received by manufacturer) in follow-up #1 with (mrn 1220648-2026-02661) was incorrectly reported. The correct g3 should be 05/06/2026, which makes the submission due date to be 06/05/2026.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 73-year-old patient with respiratory distress in ICU taken to cath lab for assessment. Impella cp placed via right femoral artery for cardiogenic shock. Pump operated within expected range. Low platelet level noted in lab report. Unable to assess if this is pump related. Patient coded and began decompensating and family withdrew care.